Event description:
The medtronic spinal cord stimulator aggravates the main nerve branch from the spine to both the left and right in the front. When the scs is turned off, the pain starts going away. But once on, no mater what setting, speed or strength, I get a lot of pain in those nerves. It is also causing extreme numbness from the right hip down to the foot. Numbness goes away when unit is off. Surgeon, his pa and medtronic rep have been told about this. I'm just told to give it more time.